Event description:
Female patient diagnosed with altered mental status underwent an MRI. Radiology staff was using mridium 3860+ IV pump system to administer propofol for sedation. Intially using channel a. After infusing for several minutes channel a began alarming for occlusion. Patient had peripheral IV in her left hand. Basic troubleshooting performed. All tubing unclamped. Peripheral IV flushes easily without edema, redness, leaking. Channel a continued to alarm occlusion despite no apparent problem with tubing or peripheral IV after multiple attempts to restart. IV set changed over to channel b. Channel b was also alarming occlusion despite a repeat of IV/tubing troubleshooting. Mridium 3860+ IV pump system shut down and restarted. Mridium 3860+ IV pump system continued to alarm for occlusion. Mridium 3860+ IV pump system turned off and patient manually administered propofol for remainder of procedure.